Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was a significant amount of time without any visible atrial markers on the patient's remote pacemaker transmission. No intervention or reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.